Event description:
The customer reported that the system would not work. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. No ge service was required. No further service info was provided.